Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2022. H3, h6: part: 03.010.060, lot: 107p181, manufacturing site:jabil bettlach, release to warehouse date: june 28, 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of drill bit ø3.2 calibr l340 3flute f/quic, p/n: 03.010.060 was broken. The broken fragment was not returned for evaluation. No other problems identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø3.2 calibr l340 3flute f/quic, p/n: 03.010.060 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery with the products in question. This report occurred during the mhn short operation. During drilling of the hole proximal to the distal lateral stop, the drill interfered with the nail so was pushed forward with a hammer to the point where the nail was penetrated. After that, when drilling was started again under the electric device, there was a strange noise, and when the drill was pulled out, it was confirmed that the tip was broken. The front and side images confirmed that the drill tip was oblique backward. Therefore, the broken drill removal procedure was temporarily put on hold. The surgeon moves to the proximal sis procedure. The torque limitation attachment function does not work for sis procedures, he proceeded without using the attachment. The broken drill was then removed using k-wire and a round chisel, which took about 30 minutes. The surgery was completed successfully within 30 minutes delay. The surgeon confirms the absence of residuals on postoperative x-rays. This report is for a 3.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 1 of 1 for (B)(4).